Event description:
During a wiktor stent implant the leison could not be crossed. During withdrawal of the stent delivery system the stent was dislodged off of the balloon and required retreival with a snare. No pt complication were reported.